Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the packaging of the 2.25x15 mm xience xpedition stent delivery system (sds), the stent was dislodged from the balloon. There was no device use or patient involvement. There was no handling of the device as it was noted to be dislodged upon opening. Another same size xience xpedition sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device returning updated from yes to no.